Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, though it was reported that the procedure/event date happened in (B)(6). (B)(4). Investigation results: a visual examination of the complaint device revealed the device did not have visual defects. Functional analysis was performed, and the balloon was able to be inflated; however, a leak was found due to a pinhole located in the ro marker near the distal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on an unknown date. According to the complainant, during the procedure, the two balloons did not stay dilated due to the holes found on the balloons. Reportedly, there were no sharp objects in the place of the dilation and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.